Event description:
It was reported that the patient visited the hospital in an emergency as they were not feeling good due to bradycardia and heart block. When the device was checked, noise was observed on both right ventricular (rv) leads. Pacing  was also inhibited due to oversensing on both pacing leads. Both pacing leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient visited the hospital in an emergency as they were not feeling good due to bradycardia and heart block. When the device was checked, noise was observed on both right ventricular (rv) leads. Pacing  was also inhibited due to oversensing on both pacing leads. Both pacing leads were explanted and replaced. No further patient complications have been reported as a result of this event.